Manufacturer narrative:
One unknown zimmer healing abutment were not returned for investigation. Since the product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. A pre-existing condition noted on the per was low bone density (type iii). The reported devices were used on tooth # 20 and were used for a single day during the procedure. The customer did not provide pictures or evidence. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number could not be conducted for the unknown zimmer healing abutment. However, a complaint history review by item number was conducted for all zimmer healing abutments and collars dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. July post market trending was reviewed and there were no negative trends or corrective actions for the reported events (damaged threads & does not seat) or devices (unknown zimmer healing abutment). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable for both reported devices. (B)(4). Device not returned.

Event description:
It was reported that an unknown zimmer healing abutment was unable to seat into an implant. Excess of friction placing the healing abutment was reported. Procedure was completed using another implant. Tooth location 20.